Event description:
It was reported to boston scientific that during a colonoscopy procedure, the physician was using the gold probe hemostasis catheter, for radiation proctitis, and the tip of the probe broke off inside the pt. The fragment was suctioned into the scope and became jammed in the scope. The case was completed with another of the same device. The pt is reported to be "fine".

Manufacturer narrative:
The scope had be cut open in order to retrieve the fragment, the device is expected to be returned.